Manufacturer narrative:
Gehc recommended to the hospital to replace the bag/vent switch. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Gehc recommended to the hospital to replace the bag/vent switch.

Event description:
The hospital reported that the bag/vent switch was not operating as expected. There was no report of patient involvement.